Event description:
On (B)(6) 2024, a consumer reported a complaint about the gum dome trim toothbrush. She stated that she had noticed that at least one out of every 3 toothbrushes she had used, the bristles were coming out of the brushes.